Event description:
The patient contacted animas on (B)(4) 2013 requesting that customer support (cs) speak to the doctor in the emergency room. The physician spoke to cs and mentioned that the patient changed the battery in the pump on (B)(4) 2013 and then this morning the patient woke up with extremely elevated blood glucose (bg) levels (stated that the meter remote read high). The physician stated that the patient attempted to bolus to begin correcting and pump did not give any insulin. The physician requested cs to go over the pump with her. They attempted to prime and no insulin came out from the cartridge. The patient called back and they stated that they were hospitalized with bg of 600 plus mg/dl with excessive urination, positive ketones and generally feeling bad. The patient was treated in the emergency room with insulin via intravenously. Cs reviewed the pump and there were no alarms in the history, boluses were completed, basal rates correct and there were no site issues. This report is being made due to alleged hyperglycemic event that the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history was reviewed and showed that the last basal and the last bolus were delivered on (B)(6) 2013. The black box showed a replace cartridge alarm was recorded on (B)(6) 2013 17:51. The pump was primed and deliveries resumed at (B)(6) 2013 19:00. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. During evaluation, no hypersensitive keys were observed on keypad. The pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. The complaint of a history settings issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.